Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level in the 38-41 mg/dl range. Bg was treated by consuming food. Reportedly, the pump settings caused the low bg and the customer met with the healthcare provider to adjust pump settings accordingly.